Event description:
The pt experienced pain and warmth felt at the implantable neurostimulator pocket. The sensation was worse when stimulation was turned up. Impedances were normal. The pt was diagnosed with a silicone allergy. The device system was explanted.